Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). The insulin pump was not received in stuck manufacturing mode. The insulin pump was unable to perform the displacement test and occlusion test due to missing retainer. The insulin pump was received with missing reservoir tube o-ring, broken reservoir tube lip, cracked battery tube threads, cracked case at battery tube side, minor scratched display window, cracked keypad overlay at select button and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that missing retainer ring. Customer's blood glucose value was 113 mg/dl at the time of the incident. Customer will not return device for analysis.